Event description:
Complainant alleged that while attempting to cardiovert a male patient, the device's pacer output was out of specification. Complainant indicated that the patient experienced discomfort but was successfully cardioverted. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.